Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent laparoscopic hernia repair procedure on unknown date and suture was used. The suture broke during tying knot. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # ==> pc-000182552 date sent to the FDA: 08/02/2018 additional information: the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary ==> an empty opened folder, a needle/suture piece of product code mic253 were returned for analysis. During the visual inspection of open sample, the swage and attachment area were as expected. Marks on the body needle were noted and damage (dent) along of strand was observed and the end was cut appears to be by the use of a surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. According the sample condition, the assignable cause of the suture breakage suggest an improper handling of the sample. Investigation summary ==> unopened samples of product code mic253, lot # lem969 were returned for analysis. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of strands and no defects or damaged were observed. Functional test was performed on the samples and the tensile strength force and pull force met the requirements. Per the condition of the sample received, no suture breakage were found.